Manufacturer narrative:
The reported incident could not be confirmed, since the device was not returned for evaluation and no additional information (catalog number, lot number, x-rays, etc.) Was provided. With the given information, it was not possible to do root cause. However, basing on the few provided information and to the investigation, it is likely that the reported pain at patients' acetabulum occurred because of nonobservance of postoperative instructions and warnings by the patient (e.g. Patient loaded all full load acutely) and/or because the surgeon did not counsel the patient on correct behavior and activity after implantation. Nonetheless, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be opened. Unknown asnis screws. Device will not be returned.

Event description:
It was reported that the patient had acetabulum pain. Patient decided to move to total hip. Nothing failed or broke. The surgeon removed three 6.5 asnis screws to convert to a total hip replacement. Nothing failed or broke.